Event description:
It was reported the patient's lead fractured and they underwent surgical intervention wherein the lead was explanted. No further information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.